Manufacturer narrative:
In this report, section d - product UDI and section h - device problem code has been updated.

Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges a spark and a burning sensation smell with a little bit of smoke of the device. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.